Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tnl) result that was generated by the access 2 instrument. A patient sample was tested for accu tnl and a result of 1.43ng/ml was obtained. The sample was re-tested and the repeated accu tnl result was 0.10ng/ml. Both results were reported out of the lab due to the initial result not meeting the clinical picture of the patient. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The specimen was collected in a bd, lithium heparin tube and was centrifuged at 3,105 rpm for 10 minutes. Qc was within specifications prior to and after the event. A system check failed partially and met specifications when the failed portion only was repeated. A system check performed one week later was within specifications. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a preventive maintenance (pm) to the instrument. The fse ran diagnostic and precision testing and results were within specifications. The fse verified the instrument per established procedures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.